Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported, "seroma, burning and a lot of pain" and "is part of the recall and should had already remove breast devices as {patient} is presenting all the symptoms" for left side. Device remains implanted.